Manufacturer narrative:
The display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube. No further testing could be performed due to the blank display.

Event description:
It was reported that there was a shadow on the display. Nothing further was reported.